Event description:
It was reported the electrical cord emitted sparks. Visual inspection of the unit revealed a break in the line cord near the strain relief.

Manufacturer narrative:
Otc product- yes.